Manufacturer narrative:
(B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder with the incident lot was observed for flash chamber filling excessively, but there was little evidence of leakage into the holder. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had visible blood in flash chamber.